Event description:
It was reported that while troubleshooting the ilet mobile app after reconnecting to a replacement pump during the first week of use, the user experienced low continuous glucose monitor readings around 50 mg/dl following a late-announced lunch that resulted in delivery of a meal bolus and subsequent hypoglycemia. Symptoms included hypoglycemia. Outcomes included stabilization of blood glucose after oral carbohydrate intake and dinner, with no hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed that the hypoglycemia was temporally associated with a late meal announcement and bolus delivery, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.